Event description:
Customer reported that she had unexplained high blood glucose. The paramedics were called and she was hospitalized due to high blood glucose and dka. The blood glucose reading was 525 mg/dl at the time the paramedics arrived. Customer stated that her infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.